Manufacturer narrative:
(B)(4).

Event description:
Adverse event: additional incision. Malfunction: dull blade. The nurse reported the surgeon noticed the knives from the custom pak were blunt during surgery. In all cases the surgeon exchanged the knives and completed the procedures without patient harm and without delay. However, in one case, the surgeon made a clear cornea incision instead of a paracentesis due to the blunt knife. Additional information received from the nurse. There was no delay to complete the procedure and the patient did not suffer any harm. Additional information has been requested.